Event description:
I used an icy hot patch for lower back pain. After about three hours I became uncomfortable, and had my husband remove the patch to look at my skin. I had previously used another brand, however, it was not available, so I picked up the icy hot brand. I had never experienced any issues with the therma care heat patch prior to this and had worn it many times for the full time recommended up to 8 hrs. When my husband removed the icy hot patch he discovered the entire area where the patch had been applied was burned. And several areas severely. I immediately applied neosporin to the area and left it uncovered. The discomfort continued and the area did not seem to be getting better, so I went to my regular dr who prescribed something for pain and a cream. The cream did not appear to be working so I had a follow-up appointment with my dermatologist who prescribed prednisone and also gave me another cream. I am still today being treated for this burn trying to get that area healed. This caused me severe pain, discomfort and disruption to my work and homelife. I can't believe this was not uncovered during testing of this product prior to going to market. I hope it is pulled permanently so no one else has to experience what I did. Dose or amount: I wrap for back, frequency: one time. Dates of use: 2007 three hours. Diagnosis: serious burns. Event abated after use stopped: no.